Manufacturer narrative:
D10: concomitant devices: (B)(6), 188-01-12 - wedge plasma x/o sz 12. (B)(6), 180-01-60 - nv crown cup clstr hole 60mm group 4. (B)(6), 188-01-12 - wedge plasma x/o sz 12. (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6), 180-01-60 - nv crown cup clstr hole 60mm group 4. (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6), 101-05-30 - 3.2mm drill bit30mm 1pk. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 104 months after a right total hip replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of this to the reported event cannot be determined. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.